Event description:
It was reported that while infusing norepinephrine, normal saline and fentanyl the pump alarmed, flashed and then shut off. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.